Manufacturer narrative:
The device was returned to arthrocare for investigation. The investigation is currently in progress. A follow-up report will be provided once the device investigation and lot history review are completed.

Event description:
On (B)(6) 2011, the pt underwent an arthroscopic wrist procedure, using a microblator 30 with integrated cable arthrowand. It was reported that it appears like a piece from the tip of the wand broke, and it's unk if fragments remain in the pt's joint. An x-ray was not performed and there was no reported patient adverse effect or pt injury. No other info was provided for this report.